Event description:
Information was received indicating that with a cadd medication cassette attached both of the end user's pumps were exhibiting a no disposable, pump won't run" alarm. It was reported that troubleshooting was unsuccessful. Per reporter the end user was able to continue infusion after mixing a new cassette. No adverse patient effects were reported. No additional information is available.